Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 5: reference MFR. Report: 3006705815-2018-01967,1627487-2018-07783,1627487-2018-07784 and 1627487-2018-07785. It was reported was experiencing pain and drainage at the midline spine incision on (B)(6) 2018. The patient went to the ER and was admitted to the hospital. An infection at the scs incision site was diagnosed. The patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted. The patient was prescribed antibiotics. The physician could visualize drainage at the mid-line spine and ipg incision sites. Cultures were obtained during the procedure; however, results are unknown. The patient was discharged home on antibiotics.

Event description:
Device #2 of 5: reference MFR. Report: 3006705815-2018-01967,1627487-2018-07783,1627487-2018-07784 and 1627487-2018-07785 . Follow up information identified the patient was prescribed a different antibiotic because the infection was not clearing.